Manufacturer narrative:
Samples were not received back from patients. Retain samples were evaluated and physically inspected. No defects found. Eact product simgle use and disposed of.

Event description:
Patient stated she purchased a box of tampons. She stated this was not her normal brand but she wanted to save money due to christmas. Patient stated she used the product and one of the tampons broke off and got stuck inside her for a month causing an infection. Patient stated that she did not notice anything odd when she removed the tampon. She stated she does not look at her tampons, she pulls it out and drops them in the toilet to be flushed. Patient stated she became pregnant after the tampon was lodged in her. She stated that the sperm got past the lodged tampons and impregnated her. Patient stated she was about (B)(6) pregnant. Patient stated that she thought she had a uti and it would pass. She stated she then started having irregular bleeding and an odd smell. Patient stated she went to the hospital. Snhe stated that a doctor performed an exam and removed the tampon piece. Patient stated the doctor diagnosed her with an infection which the patient called "endometriosis". Patient stated she is no longer pregnant.